Manufacturer narrative:
Manufacturing records were reviewed, no issues were identified which may have contributed to this event at the time of manufacture. The bur subject to this event was not returned to the manufacturer for evaluation. The root cause is undetermined.

Event description:
It was reported that the bur was dull. It was also reported that there was no adverse consequences or delay as a result of this event. No further info was provided.